Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however, the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up # 1 date of submission 09/11/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2013 with the following findings: during evaluation, the pump powered on with a blank display. Moisture was visible behind the display lens. A leak test was performed and revealed a crack in the pump case. The pump was opened and moisture was found throughout the pump case.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. The reporter alleged that the pump display is cloudy and there is moisture under the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.